Event description:
It was reported that the undeployed stent and sds were removed through the guiding catheter after multiple crossing attempts were met with resistance. This is contrary to IFU and resulted in the stent separation. The stent was then successfully retrieved using a snare device and placement of a second stent successfully completed the procedure.